Event description:
It was reported that the patient nor the physician could feel the notifier vibrating during testing. Testing with an rf antenna was recommended. A resolution will be made at the next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.